Event description:
On 03-march-2026, it was reported by a sales representative via phone that an ar-1588al-cp2 allograft greaftlink and suture bridge broke on top of the femoral tightrope broke while tensioning for final fixation. This occurred during use in a case with no patient effect. The case was completed using compettior product. 45 minute delay to the case. Additional information received on 28-may-2026 after this occurrence the ar-4020c-06 bicomposite screw was attempted to be used, and split in two pieces in the anchor point. All fragments were retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.